Event description:
It was reported that during a thyroidectomy procedure, the device's blade fell off into the patient. The blade was retrieved with grspers. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.